Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance of 125 ohms. There are no signs of calcification noted. It is recommended to monitor the lead and replace it if the shock impedance reaches 150 ohms. At this time, lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance of 125 ohms. There are no signs of calcification noted. It is recommended to monitor the lead and replace it if the shock impedance reaches 150 ohms. At this time, lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that there was a red alert for oor shock lead impedance (sli) of 132 ohms. Observations have revealed that the daily measurements of sli exhibit some variability but are trending towards a stable range between the high 90s and low 100s, with isolated instances exceeding 125 ohms. Several shocks have been administered in recent sessions, showing sli values of 86, 82, 84, and 86 ohms. Technical services (ts) has advised considering a reprogramming of the sli oor cutoff to 150 ohms. Currently, the lead remains in service, and there have been no reports of adverse effects on the patient.